Manufacturer narrative:
H3: device evaluated by manufacturer (other)(81): device has been returned, however, our investigation is ongoing and the device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A photo was received on (B)(6) 2021 which appears to show the clear sheath moved distally and covered up the basket formation, preventing the basket from opening.

Event description:
As reported, an ngage nitinol stone extractor became damaged and was unable to be used. The device was tested prior to a transurethral lithotomy in the uncoiled position and it functioned properly. After crushing stones in both the kidney and ureter, the device was inserted. After opening and closing the device "1 or 2 times", the device got damaged and became unusable. Another same type device was used to complete the procedure. A laser was not used at the same time as the device and the patient was not under anesthesia. No adverse effects were reported due to the occurrence. No section of the device remained inside the patient. There were no additional procedures due to the occurrence.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, an ngage nitinol stone extractor became damaged and was unable to be used. The device was tested prior to a transurethral lithotomy in the uncoiled position and it functioned properly. After crushing stones in both the kidney and ureter, the device was inserted. After opening and closing the device "1 or 2 times", the device got damaged and became unusable. Another same type device was used to complete the procedure. A laser was not used at the same time as the device and the patient was not under anesthesia. No adverse effects were reported due to the occurrence. No section of the device remained inside the patient. There were no additional procedures due to the occurrence. A photo was received on 22nov2021 which appears to show the clear sheath moved distally and covered up the basket formation, preventing the basket from opening. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned complaint device was also conducted. The device was returned to cook for investigation without packaging. All the fittings were right. The support sheath was slightly bent and a slight kink was noted in the basket sheath. The handle was able to actuate the basket, however it did not appear to be fully deployed. The shrink tubing at the distal end of the basket sheath had moved distally, covering the basket wires and preventing the basket from opening into the proper shape. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the instructions for use (IFU). The following information is provided to the user related to the reported failure mode: important: excessive force could damage device. The provided information stated the device initially functioned normally. It is likely that during the process of removing the device from the scope, the withdrawal force caused the shrink tubing to move distally. It is possible procedural factors such as the path of the scope caused excessive force on the distal end of the basket sheath to be produced during the withdraw from the scope. There was no known information related to procedural factors, therefore the cause of the issue could not be conclusively determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.